Manufacturer narrative:
MFR reference number: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that this spectrum pump had several occurrences of "air-in-line" in the history log. The customer reported that the device was being used by the nursing staff but there were no adverse effects to patients.